Manufacturer narrative:
As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint, the reported allegation could not be confirmed. The event cannot be reproduced or substantiated.

Event description:
It was reported that patients incontinence returned. The patient was scoped and it was determined that the artificial urinary sphincter (aus) cuff had eroded into urethra. All components were explanted and replaced.